Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-jan-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs/ migration of implant (seen as uterine perforation). A hysterectomy was performed to remove essure around 8 years after placement. The event is serious due to medical importance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced perforation (serious criteria medically significant and clinically significant/intervention required), device dislocation (serious criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered perforation, device dislocation and pelvic pain to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs/ migration of implant (seen as uterine perforation). A hysterectomy was performed to remove essure around 8 years after placement. The event is serious due to medical importance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/migration of implant') and device breakage ('1 mm of retained essure coil in the left lower quadrant') in an adult female patient who had essure (batch no. 627292,626806) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criterion medically significant) and device expulsion ("essure at the vaginal cuff."). The patient was treated with surgery (hysterectomy, robotic salpingectomy essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and device breakage outcome was unknown. The reporter considered device breakage, device expulsion and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: left: 8 coils , right: 1 coil. Lot number: 626806. Manufacture date: 2008-03. Expiration date:2010-02. Lot number: 627292. Manufacture date: 2008-05. Expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/migration of implant') and device breakage ('1 mm of retained essure coil in the left lower quadrant') in an adult female patient who had essure (batch no. 627292,626806) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criterion medically significant) and device expulsion ("essure at the vaginal cuff."). The patient was treated with surgery (hysterectomy, robotic salpingectomy essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and device breakage outcome was unknown. The reporter considered device breakage, device expulsion and uterine perforation to be related to essure. The reporter commented: left: 8 coils , right: 1 coil. Most recent follow-up information incorporated above includes: on 23-nov-2020: medical record received lot number was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.